Event description:
The facility reported an infusion pump that failed on channel c. The event was reported to have occurred during patient infusion of norepinehprine and dopamine. The hospital representative stated that the patient became hypotensive and required medical intervention to stabilize the patient. A bolus of ephinephrine (unknown amount) and 5% albumin 500ml ivpb were administered.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the reported condition was not confirmed and could not be duplicated. There was no indication channel c had any failures or malfunctions. The pump head module met specifications, external circumstances were suspected. The reported condition of will be closed to tracking and trending to establish the need for further investigation. Review of the complaint history reveals similar reports have been received for this product for the reported issue.